Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -09.50/+1.5/066 (sphere/cylinder/axis), into the patients left eye (os) on 09-aug-2022. The lens was reported as excessive vaulting and remained implanted. The patient is happy with no symptoms. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).